Event description:
It was reported that a non-dependent patient presented for a device change out due to eri. Decreased pacing lead impedance was observed. The physician elected to monitor the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.